Event description:
A family member reported that the pt's catheter was sheared. The pt experienced a change in therapy. The symptoms occurred following a pump refill. The pt had increased spasticity prior to the refill and then headaches following the refill. The pt had a shunt and had a collapsed ventricle. In 1998, there was an emergency surgery while the pt was on vacation because the pt's catheter had been sheared. The pt also had an obstruction I her spine, which the doctor tried to advance the catheter beyond, but was not successful, so the tip was in a "sac of fibrous tissue." The drug used in the pump at the time of the event was lioresal. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).